Event description:
Customer reported that the insulin pump returned several motor error alarms. Customer also reported receiving a no delivery alarm. Customer reported recently wearing the insulin pump during an ultrasound. Blood glucose level was not provided. Customer also reported that the insulin pump returned an additional error alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and missing end cap sticker.